Manufacturer narrative:
Additional information will be provided following the conclusion of the investigation. H3 other text : device not returned to manufacturer.

Event description:
On (B)(6) 2023 getinge became aware of an issue with one of surgical equipment - flat screen holder spring arm osp 10kg. Based on photographic evidence the paint was chipping from the arm and the cover was cracked with possibility of missing particles. We decided to report the issue in abundance of caution as any parts or particles falling off into sterile field or during procedure may cause contamination or serious injury.

Event description:
On 29th september, 2023 getinge became aware of an issue with one of surgical equipment - ondaspace spring arm 8-15 kg ral9016. Based on photographic evidence the paint was chipping from the arm and the cover was cracked with possibility of missing particles. We decided to report the issue in abundance of caution as any parts or particles falling off into sterile field or during procedure may cause contamination or serious injury.

Manufacturer narrative:
The unique identifier (UDI) # information is not available since the device was manufactured before september 2016. The correction of b5 describe event and problem and d1 brand name # deems required. This is based on the internal evaluation. Previous b5 describe event and problem: on 29th september, 2023 getinge became aware of an issue with one of surgical equipment - flat screen holder spring arm osp 10kg. Based on photographic evidence the paint was chipping from the arm and the cover was cracked with possibility of missing particles. We decided to report the issue in abundance of caution as any parts or particles falling off into sterile field or during procedure may cause contamination or serious injury. Corrected b5 describe event and problem: on 29th september, 2023 getinge became aware of an issue with one of surgical equipment - ondaspace spring arm 8-15 kg ral9016. Based on photographic evidence the paint was chipping from the arm and the cover was cracked with possibility of missing particles. We decided to report the issue in abundance of caution as any parts or particles falling off into sterile field or during procedure may cause contamination or serious injury. Previous d1 brand name # flat screen holder - spring arm osp 10kg. Corrected d1 brand name # ondaspace spring arm 8-15 kg ral9016. Getinge became aware of an issue with one of surgical equipment - flat screen holder spring arm osp 10kg. Based on photographic evidence the paint was chipping from the arm and the cover was cracked with possibility of missing particles. We decided to report the issue in abundance of caution as any parts or particles falling off into sterile field or during procedure may cause contamination or serious injury. Based on the information collected, it was established that when the event occurred, the surgical light did not meet its specification and in this way the device contributed to event. There is no information if the claimed device was not being used for patient treatment or diagnosis when the event took place. A root cause analysis was performed by subject matter experts, and it was established that all maquet sas products comply with: iec 60601-1 ed. 2.0 & ed. 3.0 general requirements for basic safety and essential performance. Iec 60601-2-41 particular requirements for the safety of surgical luminaires and luminaire for diagnosis. Paint definition pfc066. This procedure defines maquet sas¿s requirements for all painted parts. Disinfection products test: the aim of these tests is to detect any incompatibility with disinfectant. The paint chip or paint damages are due to: impacts, collisions (abnormal use). The operating manual includes the instructions to pre-position the arms prior to use, in order to prevent damages. Additionally, the users are requested to pay attention to cracks in plastic parts. To prevent any similar incident, it is recommended to avoid the collisions between devices. Visual inspections during the cleaning allow to detect the painting defect, we recommend to perform corrective maintenance to rectify the default after its detection. Minor pain chip can be repaired with touch up paint, nevertheless the parts impacted by serious damage must be replaced. The fall of plastic fragments is due to the collision and the deterioration of the spring arms occurred during the handling of the device. The incident is due to inappropriate use. Getinge shall continue to monitor for any further events of this nature and does not propose any further action at this time.